Manufacturer narrative:
Device 4 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 10 skin barriers from a box of 10 had off centered starter holes. Her wear time was reduced from 7 days to one day. No photo is available at this time.